Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation; however, a hardware investigation could not be performed because the product is unavailable. Please refer to (B)(4) in regards to the product being unavailable.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a loss of connection on (B)(6) 2015. At the time of contact the patient did not report any injury or medical intervention. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.